Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros 3600 immunodiagnostics system. The most likely assignable cause for the higher than expected result is instrument related, as within-run trop I precision testing were outside of the acceptance limits, indicating that the instrument was not performing as intended at the time of the event. An ortho field engineer performed service actions to return the instrument to expected performance. Additionally, the customer was not following the sample collection device manufacturer recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation found no evidence the vitros tropi es reagent malfunctioned, however, a reagent issue cannot be entirely ruled out as the customer was not processing a quality control fluid at or below the url of the assay.

Event description:
The customer observed a single non-reproducible, higher than expected vitros tropi es result from a patient sample processed on a vitros 3600 immunodiagnostics system. Patient sample result of 0.163 ng/ml vs. Expected result of <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es result was reported from the laboratory, however; a corrected report was issued and there was no allegation of actual patient harm. (B)(4).